Event description:
Complainant alleged that during a routine shift check by a clinician, the device's energy select softkeys were not responding, and the device was unable to adjust the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.